Event description:
A customer reported that their AED's asi is flashing red, and reporting a battery low warning. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting with the customer determined that both the AED pads and battery pack were expired. The battery pack was found to have expired on february 28, 2022, and the pads expired on december 31, 2018. The customer was advised to remove the AED from service until replacement pads and battery pack were obtained and installed. The customer was referred to an authorized distributor to purchase the necessary replacement components. Although the initial customer report did not involve patient use and was not considered reportable at the time, further evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. Therefore, this event is being reported out of an abundance of caution in accordance with 21 cfr 803.50.